Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. Without images or additional info, we are unable to determine a root cause at this time. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A male pt underwent aaa repair in 2009. The pt received a zenith main body and two zenith zt iliac legs. The procedure was completed without reported incident. Nine months later, the pt underwent a secondary procedure to treat a type lb endoleak. The physician placed two zenith zt iliac legs and covered the external. The current status of the pt is unk.